Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 1 event, the power switch was replaced to resolve the reported issue. For 1 event, the customer declined service. No resolution information available.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the event indicated that model m1170700 critical care ventilator experienced unexpected reset. 1 event was reported for a malfunction causing the unit to randomly reset resulting in the loss of mechanical ventilation, and 1 event reported for intermittent restart on battery power. These reports were received from various sources. Of the 2 events, 1 did not involve patients, and 1 did involve a patient. No patient information available.